Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dysuria, urinary tract infection, discomfort, chronic back pain, urge and stress urinary incontinence, overactive bladder and incomplete bladder emptying. It was also reported that the plaintiff allegedly experienced recurrence of symptoms, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-17977. Related to manufacturer report #: 2183959-2015-54364.